Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-15680. It was reported that the patient expired and the cause of death is unknown. The whole system was explanted. There is no known allegation from a health professional that suggests the death was related to the device.

Manufacturer narrative:
Analysis performed and device was in the normal range of operation with appropriate remaining longevity. Analysis was normal. No anomalies were found.